Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient experienced shortness of breath, chest pain and hypoxia. The size of the pneumothorax was large, and a chest tube was placed immediately resolving the issue. The target lesion was in the left upper lobe about 10 millimeters in size and was in the pleura. An intuitive 21g flexision needle was used during the biopsy. There was no ion device, instrument or accessory malfunction associated with the event. The procedure was completed as planned and there was no procedure delay. The physician reported that the forceps being used likely caused the pneumothorax. The patient was admitted for 2 days and was subsequently discharged home. The patient started receiving treatment for lung cancer.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an intuitive surgical, inc. (Isi) advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time.